Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 381 mg/dl. Customer is unsure if the pump is working properly. No further details given.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received. It was staded via phone call that the customer was in the hospital due to high blood glucose levels for three days. The customer was put on manual injections, and the blood glucose went back to normal. It was stated that the pump appeared to be working as it was not giving any alarms. When the customer was initially admitted, she had been experiencing nausea and vomiting, along with the high blood glucose levels.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.